Manufacturer narrative:
The condition of a broken pump head door was confirmed through evaluation. The assignable cause was not determined. The pump head door was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the problem was due to a cracked/broken door.

Event description:
This is a report of a flo-gard device with a broken pump head door. The condition was discovered during baxter evaluation. This condition has the potential to cause an interruption of delivery. There was no patient involvement, injury, or medical intervention. No additional information is available.